Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during patient therapy. A 1l intravenous (IV) fluid bolus was being administered for hypotension. Later the pump alarmed that the bolus was complete however only 500ml had infused. The provider was notified and the remainder of fluids were given. It was reported that there was no harm to the patient. No additional information is available.